Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had burned c-cover, no image, and white residue in the auxiliary air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the c-cover burned, no image, and white residue on the aux air/water channel. The most probable cause is a component failure for the burn c-cover and no image. Regarding the white residue, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.